Manufacturer narrative:
The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The customer service engineer (cse) upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the mfg specifications. (B)(4).

Event description:
Covidien received info stating that an 840 ventilator stopped cycling while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result or the event.